Event description:
The surgeon reported: she used a strip of ocucel instrument wipe (poly vinyl acetel) as an eye wick. She believes some of this material has entered the eye (although she can't see it) of her pt and is causing significant inflammation. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).